Event description:
Had bilateral subcutaneous mastectomies in 1995 for severe fibrocystic disease. Strong family history of breast cancer with her mother and sister and grandmother having breast cancer. Presents with bilateral capsular contractures and displaced implants. Left and right implant intact but leaking.